Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no alerts on the receiver and an adverse event. The patient stated that the dexcom did not alert her about her lows. It was indicated that the patient's glucose levels declined to the point where the patient was losing consciousness. The patient's son called to check on the patient and when she did not answer, he called emergency medical services (ems). When ems arrived, the patient was unconscious and provided the patient with glucose prior to transporting her to the hospital. The patient was released from the hospital the same day. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.